Manufacturer narrative:
Additional information. Device evaluation: the reported event of no external power alarms while the lvad was supported by the mobile power unit (mpu) was confirmed based on the log file data provided by the account. The log file contained data spanned from (B)(6) 2018 at 07:32:30 to (B)(6) 2018 at 08:59:26. At 03:23:40 on (B)(6) 2018 the associated voltage levels indicated that that the lvad system was powered by an mpu and the power to the mpu was lost, resulting in low power hazard/no external power alarms. Pump support was not affected and the system was supported by the system controller backup battery during the event. The alarms resolved upon reconnection to external power. No other atypical alarms were captured. The center reported that the cause of the no external power alarms was not documented as the patient was a poor historian. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the cause of the no external power alarms was not documented since patient was a poor historian. The no external power events had no adverse effect on the patient.

Manufacturer narrative:
Serial number was not provided; therefore, device information was not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that log file review by a representative of the manufacturer¿s technical services revealed no external power alarms while the lvad was supported by the mobile power unit (mpu). This was caused by either the power cord coming loose from the mpu or the wall outlet. The system controller backup battery supported the pump during the event.